Event description:
It was reported that the patient experienced extreme pain localized at the needle site while undergoing trial procedure. The physician attempted two times to reposition the lead but was unsuccessful. The physician aborted the trial procedure. The patient full recovered without complication. The trial lead was disposed of by facility.